Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line error which was reproduced. A review of the event history log identified air in line alarm. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem happened during preventative maintenance (pm) at the biomedical service department. There was no patient involvement. No additional information is available.